Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer was hospitalized on (B)(6), 2014 for high blood glucose. Customer's blood glucose at the time of hospitalization was 196 mg/dl. Troubleshooting could not be performed with registered nurse. No further information provided.